Event description:
It was reported that the right ventricular lead exhibited intermittent capture an insulation anomaly and a fracture due clavicular crush. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.